Manufacturer narrative:
Product complaint(B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. * please confirm if 2 sutures broke during one procedure or if 2 sutures broke during separate procedures.=>we contacted to the sales rep and found that the products were used for 2 cases, so the qty of involved should be changed to 1 and another complaint has been created for another one case * can you identify the lot number of the product that was used? =>unk * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>(B)(6). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. During ligation, the suture was broken. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.